Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that during rotator cuff procedure the bottom part of the jaw on the customer's expressew iii without hook broke off in the patient. The sales rep stated that the broken piece was removed from the patient without x-rays performed and without any further issues. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences but there was a ten minute delay in the case. The sales rep did not know how many times the gun was fired before the jaw broke. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported via phone that during rotator cuff procedure the bottom part of the jaw on the customer's expressew iii without hook broke off in the patient. The sales rep stated that the broken piece was removed from the patient without x-rays performed and without any further issues. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences but there was a ten minute delay in the case. The sales rep did not know how many times the gun was fired before the jaw broke. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms that the lower jaw is broken off from the rest of the device. Additionally, the broken off lower jaw was bent indicating rough handling. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. We cannot determine a definitive root cause for this failure. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 dissimilar complaint for this lot of devices that was released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that during rotator cuff procedure the bottom part of the jaw on the customer's expressew iii without hook broke off in the patient. The sales rep stated that the broken piece was removed from the patient without x-rays performed and without any further issues. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences but there was a ten minute delay in the case. The sales rep did not know how many times the gun was fired before the jaw broke. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.